Event description:
Boston scientific received information that at a routine follow-up, it was noted that there were episodes of noise picked up by this right ventricular (rv) defibrillation lead. The episodes were very short in duration and no inappropriate therapy was delivered, but it led to inhibition of rv pacing. The patient had 3rd degree av block. The physician decided to keep the defibrillation portion of this lead in service and deactivate the pace/sense portion, and implant a new pace/sense lead. All measurements with the new pace/sense lead were good, and the case was completed without issue. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.